Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl. Reportedly, the cause was unknown; however customer's healthcare provider does not believe it was due to the pump. Reportedly, the customer required assistance from school nurse to treat bg level via consumption of carbohydrates. No additional information was provided.